Event description:
It was reported during a routine check performed by the hospital biomedical engineer, the cs100 intra-aortic balloon pump (iabp) unit had no signal on user interface display of iabp cs 100 and there was continuous buzzing alarm after the machine was switched on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: h6(medical device ¿ problem code). Additional information: e1(event site postal code: (B)(4). It was reported that cs100 intra aortic balloon pump (iabp) had continuous buzzing alarm after machine is switched on and no signal on user interface display. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and stated that fuses are checked and are ok, system fan is also running and system timer is also showing. Opened the front door of iabp, found out that the main board bottom 2 leds out of 6 red leds not glowing and also the green led on motor control board below the power supply board also not glowing. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a.